Event description:
During service of product a potential no low pressure alarm condition was found due to liquid in pt pressure tube. Device returned unrepaired at customer's request. MFR informed customer that it does not recommend device for pt use until proper repairs have been performed by authorized personnel. MFR disabled device prior to returning it to customer.